Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to server issue. A technical support specialist found that the user account was locked. Hospital it unlocked the account to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had login failure. The customer reported that the station caused delays in pulling medication for patients. The user often had to have someone else login to pull medications. There were no adverse events or injuries reported based on this incident.